Manufacturer narrative:
H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, during an endovascular aneurysm repair (evar) procedure, the sheath of a 'performer introducer' would not flush. The device did not make patient contact. The procedure was completed successfully using another unspecified sheath. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 01jul2025, the silicone disc was dislodged in the hub and pushed down in the sheath.

Manufacturer narrative:
Summary of event: as originally reported, during an endovascular aneurysm repair (evar) procedure, the sheath of a 'performer introducer' would not flush. The device did not make patient contact. The procedure was completed successfully using another unspecified sheath. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device on 01jul2025, the silicone disc was dislodged in the hub and pushed down in the sheath. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The complaint device was returned to cook for investigation. The sheath and dilator were able to be flushed; however, the dilator was unable to be advanced through the sheath due to the silicone disc dislodgement. The hub was disassembled, and the disc was removed from the sheath end that was closest to the hub. After the disc was removed, the dilator was able to be advanced through the sheath. A document-based investigation evaluation was performed. No related non-conformances were found on the complaint lot or component lots, and there have been no other reported relevant complaints for this lot number or lot numbers containing the same component lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this incident. It is possible the dilator dislodged the disc during initial advancement. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.